Event description:
Related manufacturer reference number: 2017865-2021-32067. It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead exhibited over-sensing of noise, resulting in high ventricular rate episodes. The right atrial (ra) lead was also found to have exhibited over-sensing of noise, resulting inappropriate automatic mode switch. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout and no symptoms were reported.